Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. At the time of the event she utilized a tandem t:slim x 2 insulin pump. On 03/16/2026 the patient was working out when her cgm showed 180 mg/dl. She gave herself 0.5 units of insulin through her pump. A few minutes later, her cgm alarmed and showed 80 mg/dl. She did not feel symptoms of low blood sugar but checked her glucose with a finger stick, which showed 33 mg/dl. She drank juice right away and checked again a few minutes later; her finger-stick reading was 23 mg/dl. At that time, her cgm showed signal loss because her phone was too far away. She used glucagon (gvoke injection), and about 15 minutes later she felt better and her blood sugar increased. No other patient or event details were available. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. After self-treating with 0.5 units of insulin through her pump, the reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.